Event description:
It was reported that the patient went to the emergency room for "pain management". Furthermore, it was also reported that there was no capture on the ventricular lead at its maximum output (7.5 v at 1.5 ms). The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.